Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence urgency frequency. It was reported that patient stated he has gone backwards in his bladder symptoms and feels like he is not able to void as often on his own. It was reported the lead had migrated/dislodged and patient experienced a loss of therapy. The issue was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, product type: screening. Device product ID 309201 lot# unknown, product type screening. Other relevant device(s) are: serial/lot #: unknown, ubd: unknown , UDI#: unknown ; serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.